Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient came in for their cleaning and mentioned they had been using the aligners. Patient informed the dentist that they have had pain in their teeth and temple causing headaches since starting the treatment. The pain the patient described does not seem to be consistent with the normal discomfort caused by orthodontic appliances. New and older radiographs were compared and it was found that some of the patient's teeth present fractures along the margins of the restoration which could have been caused by the amount of pressure placed on their teeth. Patient advised to remove #17 due to an extensive carious lesion found on the distal of this tooth. Recurrent carious lesion can also be noted on the distal of #27. It is recommended the patient discontinue the aligners due to the pain they are experiencing and the possibility the aligners caused the marginal fractures. This is a contraindicated patient for crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.